Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received replace battery now alarm without a low battery warning several times per day and also power error alarm was appearing several times for the last two weeks. The customer's blood glucose was 140 mg/dl. Customer was advised to stop using the insulin pump and revert to back up plan. The product was returned for analysis.

Manufacturer narrative:
The device received pump error 25 due to connector resistance issue. Pump received with normal operating currents. No unexpected replace battery now alarm noted. Unable to verify battery cap damage due to pump received without the battery cap.